Event description:
It was reported that the device battery depleted prematurely. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 92% of expected longevity. Without the history of the programmed settings throughout it's service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 5568 implantable pacing lead, (B)(6) 2008; 4195 implantable pacing lead, (B)(6) 2008. (B)(4).